Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-00473, 1627487-2016-00475. It was reported the patient (B)(6) experienced an infection at the thoracal portion of the lead site. Subsequently, the patient underwent surgical intervention where the lead and extensions were removed. Follow-up information revealed the patient is doing well postoperative. Further event details are unknown.